Event description:
Patient has a g-tube and a gastrojejunostomy (gj) that both go through the same site. During the reporting caregivers first set of cares with the patient, he noticed that one of the connections at the end of the g-tube was broken (part of the plastic was broken off).